Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the partial view of catheter distal end and thread was within the hoop. Needle was not protruding from catheter tip, the second photo shows the partial view of two catheter distal end. Out of two catheter, thread was noted to be within the hoop and needle was noted to be protruding from the catheter tip of one catheter. However, the length cannot be confirmed as partial view of device were noted. The investigation is inconclusive for the reported trocar needle shorter than catheter issue for all three devices as exact circumstances of the reported event cannot be verified from photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided ascites drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was reported that the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.